Manufacturer narrative:
The instrument is being evaluated by our consignee's (ortho-clinical diagnostics) field service organization.

Event description:
Hamilton company was informed of an event that occurred in 2007, in which a hamilton microlab at plus 2 instrument reportedly mispipetted reagent. No death or injury resulted from this event.